Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d4, h4, h6.

Event description:
Healthcare professional later confirmed "intracapsular rupture" via ultrasound and additionally reported "capsular contracture baker ii/iii". This record is for the right-side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "diagnosed with a rupture". This record is for the right-side. Device remains implanted.